Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the system board to power the device on. The system board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the system board failing to power the device on was due to a program corruption. The manufacturer originally reported this follow-up report on december 16, 2015 under the manufacturer number 2514842-2015-02518. The manufacturer number was incorrect during submission. This report is submitted with the correct manufacturer number of 2518422-2015-02518.